Event description:
Per baxter, a pt receiving peritoneal dialysis while hospitalized, rec'd premixed dialysate for "hemodiafiltration" (5m7860) rather than dianeal. This issue was noted by the pt's family member after the pt had expired. According to the facility rn, the pt expired "from other non-related causes." No further info is available at this time.